Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the right common iliac artery (cia). Another manufacturers' 7f introducer sheath was placed. This 10.0x60x75cm express biliary ld stent was selected for treatment and advanced. Prior to reaching the target lesion, the stent dislodged from the stent delivery system proximal to the target lesion in the right cia. The stent was deployed in this location. The procedure was completed with another express ld stent placed in the target lesion. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)